Event description:
It was reported that the patient was admitted in the intensive care unit for congestive heart failure and respiratory distress on (B)(6) 2022. The patient was seen in the device clinic at an earlier date and implantable cardioverter defibrillator (ICD) was programmed off due to high defibrillation impedance on the right ventricle lead. Physician doesn't believe the patient's current condition was related to the ICD lead. Pacing function was within normal parameters and cardiac resynchronization therapy (crt) pacing was still on. Patient was not pacemaker dependent. Lead fracture was suspected on the right ventricle lead. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.